Manufacturer narrative:
Novocure opinion is that a contribution of the array placement to wound dehiscence cannot be ruled out. Wound dehiscence is an expected event with optune gio device use (ef-11 0% and <1% ef-14 optune arm). Contributing factors for wound dehiscence in this patient include: prior dexamethasone use (impaired wound healing and increased risk of infection are listed as side effects. Source: dexamethasone prescribing information), prior radiation, underlying cancer disease and prior surgery affecting skin integrity.

Event description:
A 38-year-old male patient with newly diagnosed glioblastoma (gbm) began optune gio therapy on (B)(6) 2023. On january 02, 2024, novocure received a medical record that indicated on (B)(6) 2023, the patient's surgical wound from on (B)(6) 2023 (last surgical resection on (B)(6) 2023) was debrided and optune gio therapy was temporarily held. During a follow-up appointment on (B)(6) 2023, it was noted the patient had resumed optune gio therapy. On (B)(6) 2024, during a neurosurgery clinic visit, it was reported that over the past approximately eleven months, the patient experienced wound healing issues characterized by several areas of slight dehiscence and serous exudate. However, there were no concerns regarding infection, and by the time of the appointment, the wound was completely healed. On (B)(6) 2025, the prescribing physician confirmed the patient was not hospitalized. The physician also noted that the patient had undergone wound debridement on (B)(6) 2023. Risk factors for wound complication for this patient included a steroid taper at the time of the event, history of surgery, and radiation therapy. The prescriber assessed that the surgical wound dehiscence was not related to optune gio therapy, as the patient had started the treatment shortly before the wounds were addressed. The physician attributed the event to be caused by prolonged corticosteroid use and a history of radiation therapy. The patient continued optune gio therapy without further complications.